Event description:
After 23+ months of implantation, this ICD was explanted and returned because it was reported that the device could not be interrogated. In addition, there was no response with magnet placement.